Manufacturer narrative:
To date, information suggests that this lead remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was received that the lead safety switch (lss) was triggered for the right atrial (ra) lead due to low out of range pacing impedance measurements of less than 100 ohms when in bipolar configuration. When in unipolar configuration the impedance measurement is between 250 to 290 ohms. It was noted the clinic is aware of the issue and has opted to continue to monitor the patient. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did exhibit greater than 2,500 ohms pace impedance and low intermittent pace impedance measurement upon interrogation. Evidence strongly suggests that there was probably a crush issue with this lead, given the impedances both higher and lower than norm. Troubleshooting was discussed. There were no reported adverse patient effects associated with this clinical observation.